Event description:
The customer reported trouble with subtractions and images going light. No patient injury was reported.

Manufacturer narrative:
The ge service rep connected the utility suite and adjusted the system imaging defaults. He adj the contrast to a nominal value of 50 for fluoro, roadmap, and subtract. He then verified the system functionality.